Event description:
It was reported that the lead dislodged one week post implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the steroid plug had slipped out of its proper location due to incorrect positioning inside the helix during manufacturing.